Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1669 showed no other similar product complaint(s) from this lot number.

Event description:
It as reported by the patient's father that 3f sl powerpicc began to leak at the hub a week after placement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the powerpicc provena was confirmed. One photograph was provided for investigation. The extension leg and purple connector from what could have been a 3 fr s/l powerpicc provena was shown in the photo. What appeared to be a clear fluid was observed on the external surface of the extension leg just distal to the purple connector. A section of the patient¿s skin, which was shown in the photograph, was moist. The moist area was located below the extension leg/hub connection. The detail of the leak site and the remainder of the catheter were not visible in the photo. A lot history review (lhr) of reby1669 showed no other similar product complaint(s) from this lot number.

Event description:
It as reported by the patient's father that 3f sl powerpicc began to leak at the hub a week after placement.